Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit will not power on.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit will not power on.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). Additional point of contact: contact person name: (B)(6). A getinge field service engineer (fse) arrived he verified issue and found that pcba power management board was defective. Fse replaced pcba power management board. Cardiosave iabp pm services completed. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received pcba power management board with a reported unit failure of the unit not powering on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed that the unit will not power on. No root cause defined. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.